Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was randomly shut off during the night without low battery warning and buttons were less responsive and harder to push. Customer also reported that screen was scratched and hard to see the screen and battery was not lasting longer than 7 days and also rewind was taking longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.